Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal pelvic floor. It was reported that the patient said the stimulator has not worked in years. Caller could not clarify what the patient meant by not working. Caller inquired if patient can have a breast MRI. Agent reviewed MRI compatibility info. Additional information was received from a healthcare professional (hcp). The healthcare provider (hcp) stated the patient had their stimulator revised on the (B)(6) of this month.